Manufacturer narrative:
One refurbished vulcan generator was returned for evaluation. Complaint of power up failure was confirmed. Cause of power failure is the input/output #2 pcb was loose out of the back plane pcb socket and the connector pins on I/o#2 pcb were bent. Also the main I/o harness to the rf pcb was not fully seated in connector j2 on rf pcb. The front bezel is extremely damaged and loose from chassis. This unit has been either dropped or sustained shipping damage. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure using a rfb, vulcan generator, ce mark the device would not turn on. There was a procedural delay of 10 minutes. The machine itself would turn on but when the foot pedal was depressed the wand would not turn on. The procedure was completed using a competitor's wand as back-up device. This incident did not result in any patient injury or complications.